Event description:
Bloody (cut) on cheek [skin haemorrhage]. Cut on cheek/"skewered" cheek - skin [skin laceration]. Poke face - skin [skin injury]. Metal on the shaft broke off...brush head comes loose in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal shaft on his oral-b toothbrush broke off. The oral-b toothbrush head came loose in his mouth. He reported always poking his face with the shaft. It also ¿skewered¿/cut his cheek, which bled. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
On 23-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Bloody (cut) on cheek [skin haemorrhage]. Cut on cheek/"skewered" cheek - skin [skin laceration]. Poke face - skin [skin injury]. Metal on the shaft broke off. Brush head comes loose in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal shaft on his oral-b toothbrush broke off. The oral-b toothbrush head came loose in his mouth. He reported always poking his face with the shaft. It also ¿skewered¿/cut his cheek, which bled. No serious injury was reported. On 05-sep-2022 case update: the concomitant product was oral-b power power oral care refills floss action eb25. No serious injury was reported. On 23-feb-2023 case update: the concomitant product lot was g638. No serious injury was reported.